Event description:
It was reported that the patient returned to the operating room on (B)(6) 2019 and no twist was confirmed. There was a large amount of build up between the bend relief of the graft and the graft itself which the surgeon believed was compressing the graft. The tissue buildup was removed and patients flows returned to normal. Patient remains asymptomatic at this time. No further information provided.

Manufacturer narrative:
Section b5, d4, g3, h4: additional information manufacturer's investigation conclusion: evaluation of the patient¿s submitted log files confirmed persistent low flow alarms; however, a direct cause for the reported event could not be conclusively determined through this evaluation. Although the report of a suspected outflow graft obstruction could not be confirmed through this evaluation, the reported issue could have contributed to the low flow events seen within the submitted log file if it was present at the time. Additionally, a direct correlation between the device and the reported right heart failure and enlarged left ventricle could not be conclusively determined through this evaluation. The controller event log file contained data on (B)(6) 2019 from 7:20:21 am to 2:10:13 pm. The pump was set to a fixed speed of 6000 rpm and operated at or above the low speed limit of 5200 rpm for the duration of the log file. The log file recorded the flow operating between 1.7 lpm and 2.4 lpm with continuous low flow alarms captured through the duration of the log file. The alarms were silenced periodically throughout the log file. The controller periodic log file contained data from (B)(6) 2019 to (B)(6) 2019. The flow gradually and steadily decreased from approximately 5.0 lpm to approximately 2.0 lpm starting around (B)(6) 2019. The log file captured low flow alarms on (B)(6) 2019 through (B)(6) 2019. The lvad event log file contained data from (B)(6) 2019 to (B)(6) 2019. Several lvad_opc events were captured, which are designed to correspond with the pi events in the system controller event log file. The log file captured the flow operating in a stable range of approximately 4.5 lpm to 5.5 lpm until recording decreased flows on (B)(6) 2019 and (B)(6) 2019. The lvad periodic log file contained data from (B)(6) 2019 to (B)(6) 2019. The log file captured a similar drop in flow as the controller periodic log file starting around (B)(6) 2019. The hm3 lvas IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. The heartmate 3 lvas IFU contains information on preparing the sealed outflow graft and cautions the user not to rotate/twist the graft. The IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Right heart failure is listed in the hm3 IFU as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log files confirmed persistent low flow alarms; however, a direct cause for the reported event could not be conclusively determined through this evaluation. Although the report of a suspected outflow graft obstruction could not be confirmed through this evaluation, the reported issue could have contributed to the low flow events seen within the submitted log file if it was present at the time. Additionally, a direct correlation between the device and the reported right heart failure and enlarged left ventricle could not be conclusively determined through this evaluation. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The heartmate 3 lvas IFU (rev. G) is currently available. The heartmate 3 lvas patient handbook (rev. G) is also currently available. The heartmate 3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7, "alarms and troubleshooting", describes all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with them. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 1 lists the outflow graft clip as a required component for implant. Section 5, further instructs the user to ¿attach the outflow graft clip to prevent post-operative outflow graft twisting¿ and warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was readmitted for continuous low flow alarms that were initially resolved by lying on left side now are continuous regardless of position. The patient was worked up for potential outflow graft twist. The patient was normotensive and with adequate volume status. Echo completed and showed enlarged lv, mild rv dysfunction, aortic valve opening with every beat. Right heart catheterization was done and contrast dye given in lv and images showed dye passing through pump but returning retrograde through outflowgraft and back into lv. Patient on heparin and dopamine. No additional information was reported.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
The site communicated that the patient on (B)(6) 2019 the patient started to get low flow alarms. That night, she primarily noticed the alarms happened when she laid on her left side, but the alarms stopped if she rolled onto her right side. The next day, the alarms became continuous. The patient was instructed to decrease diuretic and to drink more fluid. The patient presented to duke emergency department (B)(6) 2019 with mild dyspnea above her baseline. The patient had complaints of fluttering in her chest. There was no driveline drainage noted, erythema, or pain. No hematuria, hemoptysis, melena, hematemesis or epistaxis. The lvad (left ventricular assist device) speed increased to 6,800 on (B)(6) 2019 after right heat catheterization. A cta (computed tomography angiography) on (B)(6) 2019 showed no evidence of inflow obstruction or kinking of the outflow graft. Patient was started on dopamine (B)(6) 2019 and on heparin infusion on (B)(6) 2019. CT surgery consulted. The doctor recommended surgery to evaluate for outflow graft obstruction as the left ventricle remained unloaded after speed increase. In the operating room on (B)(6) 2019, a left thoracotomy was made, entering the mediastinum and exposing the lvad. The lvad pump and outflow graft were then dissected free from the surrounding scar. Once this was completed they disconnected the "bend relief" and immediately encountered a significant amount of dense fibrous tissue between the bend relief and the actual outflow graft. As they evacuated this debris, the lvad flows returned to normal. Examination of the outflow grafter revealed it was not twisted. Dopamine stopped (B)(6) 2019. Patient did well post op, and was transferred to ICU. She was successfully extubated. Transferred to floor unit (B)(6) 2020 and anticoagulated with warfarin. The patient was discharged home with home health (B)(6) 2020.